Event description:
It was reported by the rep the surgeon used a laparoscopic clip applier during the case (exact event and procedure date unknown) to seal the cystic duct and artery. The case was completed with no noticed problems. In recovery, pt complained of more difficulty than normal. When condition worsened, pt was brought back to surgery. When pt was opened it was discovered that the most proximal clip on the cystic duct had come off and there was a subsequent bile leak. Pt was reexplored 24 hours after initial laparoscopic procedure.